Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laa) procedure was performed and a 31mm watchman flx pro closure device was implanted with no issues and complete seal noted. The patient was placed on a dual antiplatelet therapy (dapt) anti medication regimen and reported being compliant on dapt. At the 45 day routine follow up, computed topography (CT) scan revealed low grade hypoattenuation thickening (hat) and immobile, laminar device related thrombus (drt) on the anterior side of the face of the closure device, while biased to the limbus. The patient was switched back to eliquis from dapt, and is planned to repeat the CT scan in six (6) weeks. There is a known history of left leg deep vein thrombosis (dvt) from "a while ago" but the time frame is unknown. No other patient adverse events occurred.

Manufacturer narrative:
Medical media was provided and reviewed by bsc quality engineers for relevance to the complaint allegation. The media provided did not appear to depict any device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laa) procedure was performed and a 31mm watchman flx pro closure device was implanted with no issues and complete seal noted. The patient was placed on a dual antiplatelet therapy (dapt) anti medication regimen and reported being compliant on dapt. At the 45 day routine follow up, computed topography (CT) scan revealed low grade hypoattenuation thickening (hat) and immobile, laminar device related thrombus (drt) on the anterior side of the face of the closure device, while biased to the limbus. The patient was switched back to eliquis from dapt, and is planned to repeat the CT scan in six (6) weeks. There is a known history of left leg deep vein thrombosis (dvt) from "a while ago" but the time frame is unknown. No other patient adverse events occurred.